Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 had failed. A field service engineer tested it and found no hardware errors or device problems. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 4.2 did not open, showed message of "requires maintenance". The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.